Manufacturer narrative:
A voluntary medwatch form 3500 was received (report #mw5079127). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that a repair of the implantable pulse generator (ipg) pocket was performed as well as a repositioning of the leads as the patient was having pain. The leads and device remained in use. No further patient complications have been reported as a result of this event.